Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in r-wave amplitudes and an increase in pacing threshold measurements. An x-ray showed a significant reduction in slack such that lead dislodgement was suspected. The lead was successfully repositioned with no additional adverse patient effects reported. The lead remains implanted and in service.